Event description:
It was reported that the programmer which was returned for service subsequently tested out of specification during manufacturer's as sessment. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis: it was determined on analysis that the programmer stylus tip was broken and the stylus was non functional. It was also noted that the paper tray was nearly empty. Errors were noted in the software history log. The keyboard was damaged, both keyboard hinges were broken. Cut in the radiofrequency head cable with shielding visible but the radiofrequency head remained functional. The anti slip layer was ripped off. All found defective parts were replaced and all other identified issues were resolved. The device passed all final functional tests. If information is provided in the future, a supplemental report will be issued.